Event description:
It was reported that during a lobectomy procedure, the staff placed a 35mm white load into the 45 device. The device was fired across the pulmonary vessel and the device cut and did not staple. The blood bank was called for units of blood and a vascular surgeon had to be called in to repair the vessel. The amount of blood loss and the amount of units are unknown. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.